Manufacturer narrative:
A2): patient date of birth unk a3b.): patient gender unk b7): other relevant history unk d4/h4): the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was made to the rv coil (located on the floor of the rv). Attempting to advance over the coil, the rv lead tip freed, but the body of the lead was still adhered in the vasculature. The patient's blood pressure dropped, and a pericardial effusion was noted via transesophageal echocardiography (tee). Rescue efforts began, including rescue balloon and subxiphoid window, with approximately 160 cc of blood drawn off (suspected rv perforation). The patient stabilized with no further intervention required, and the lead extraction continued. The 16f glidelight was recalibrated but the system (powering the glidelight) displayed an error, and the glidelight could no longer be used. Therefore, a spectranetics 13f tightrail rotating dilator sheath was used to complete the extraction, and the patient survived the procedure. It was believed that traction forces caused the suspected rv perforation. This report captures the lld ez providing traction within the rv lead when the suspected perforation occurred, requiring intervention. There was no alleged malfunction of the lld ez in use during the procedure.